Manufacturer narrative:
(B)(4) - dyspareunia; urinary problems; incarcerated small bowel; acute prolapse; hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. Please note the operative notes from (B)(6) 2009 show anterior posterior repair, mesh insertion with total mesh , enterocele repair. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems and dyspareunia. It was reported on (B)(6) 2010, the patient underwent lysis of adhesions (B)(6) 2009, followed by re-admission with incarcerated small bowel that required laparotomy and the reduction of the hernia. She had subsequent cystocele and rectocele repair due to acute prolapse felt to be due to release of scar tissue during her first surgery. No additional information was provided.